Event description:
During a pta to the right common and external iliac artery, the balloon ruptured at six atmospheres. There was heavy calcification, mild vessel tortuosity and 99% stenosis in the target vessel. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no information about what product was used to finish the procedure. There was no reported patient injury. The product is not available for evaluation and testing.